Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to blockage. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to see affected product that will not flush... Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Are there any adverse events or serious injury reported? No. Was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted what type of procedure was being performed? Flush what was the medication being used? Never got to medication, flush would not work. Describe the event or problem: attempting to flush a loop in emergency room, it would not flush. Another one obtained and it would not flush. A third one was used without difficulty. No known harm to patient."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the affected product will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on model mp5303-c because a lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to blockage. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to see affected product that will not flush... - was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes - are there any adverse events or serious injury reported? No - was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted - what type of procedure was being performed? Flush - what was the medication being used? Never got to medication, flush would not work... Describe the event or problem: attempting to flush a loop in emergency room, it would not flush. Another one obtained and it would not flush. A third one was used without difficulty. No known harm to patient."

Manufacturer narrative:
B3: date of event is unknown: the date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.